Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, two introducers were not sealing right at the valve and were not shutting all the way at the valve leading to air being sucked in when aspirating. A replacement introducer was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. Blood was observed on the delivery system introducer dilator. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator partially inserted in the sheath. The side port assembly valve was in the 'on' position. There is blood on the distal tip of the dilator. If information is provided in the future, a supplemental report will be issued.